Event description:
The hcp was unable to establish telemetry with the implantable neurostimulator. The hcp assumed the battery was depleted. The implantable neurostimulator was programmed to use 4 electrodes, amplitude 2.4 volts on the left, 5.4 volts on the right, 240 microsecond pulsewidth, at a rate of 125 hertz. The device was replaced. There was no patient injury.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.